Event description:
The reporter stated that her son had gotten the er1 message on a few occasions. She said the test was repeated and that they got a number result, and also did a visual comparison to the color chart. She stated that their control solution tests were within range whenever performed.